Event description:
I have some symptoms of breast implant illness that I hadn¿t before surgery. The symptoms are anxiety, fatigue, joint pain, brain fog, hair loss, acne, difficulty concentrating, vertigo, visual disturbance, depression, heart palpitations, shortness of breath, mood swings, and sometimes limb numbness and sharp pains in breast. FDA safety report ID # (B)(4).